Event description:
No new information received since the last report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, the instructions for use, and quality control data. The customer returned one opened device for evaluation. The device was returned with the obturator fully inserted into the device. During testing, the obturator handle was able to move along the obturator shaft even with the collet finger tight. The obturator has been manipulated and is not perfectly straight. The distal tip of the obturator is round and smooth. There is no visible sign of a puncture mark in the catheter tip. A review of the device history records for production lot 9178604 showed there are no non-conformances. A review of complaint history revealed this is the only complaint that has been associated with the complaint device lot number 9178604. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: potential adverse events risks associated with use of the cook cervical ripening and labor induction may include, but are not limited to: uterine rupture. Spontaneous rupture of membranes. Failed dilation or need for caesarean delivery. Warnings: the stylet should only be used to transverse the tip catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby. Instructions 1. Loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. 2. Tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿. 3. Use the cervical ripening balloon with stylet to traverse cervix if necessary. Note: once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The laboratory evaluation of the returned product could not find a puncture in the distal tip of the device. The bent obturator and failure of the obturator to lock in place that were observed were likely the result of damage to the complaint device sometime after manufacture. The reported complaint failure could not be confirmed. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported that while inserting a cook cervical ripening balloon w/stylet for induction of labor, the stylet went through the blue safety tip at the end of the device and into the fetal membrane sac of the patient. It is reported that this caused a pre-labor rupture of membranes. An unspecified alternate method of induction was selected. Induction failed to induce labor and the patient required a c-section two days later. With the available information, it is unclear if the alleged product malfunction caused or contributed to adverse effects to the patient. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.